Event description:
It was reported that during a laminectomy, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and on other adverse consequences were alleged with this event.

Manufacturer narrative:
Preventative maintenance was performed.